Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient's lens rotated 90 degrees three days post-operatively. The lens was corrected and rotated again. The lens will be exchanged. Additional information, including patient status, has been requested.

Manufacturer narrative:
The complaint device was returned for analysis. The optic had several cracked areas-rejectable and was split from the edge toward the center. Lens dimensions are acceptable using an approved template. While we are unable to determine, the origin of the damage, our observation reasonably suggests that it is not manufacturing related. There have been no other complaints reported in this lot number. The manufacturer's internal reference number is: additional information was requested 05/24/2007, 05/29/2007, 06/11/2007 and 06/12/2007 by phone, mail and fax. Additional information was received 05/24/2007 and 06/12/2007 by phone. A completed questionnaire has not been returned.